Manufacturer narrative:
Product analysis: no distal tip damage. The stent was not positioned between the marker bands. No stent damage noted. Inner lumen bunching was present at 7mm proximal to distal tip and running 2 mm long. There was damage at balloon bond at 3.5cm proximal to distal tip. Distal shaft stretching starts 4.5cm proximal to the distal tip and stretched proximally for 4 cm. A .015 inch mandrel was loaded through the guide wire entry port and advanced distally, resistance noted at stretching site. A .015 inch mandrel was loaded through the distal tip and advanced proximally, resistance noted at bunching site 7mm from distal tip. (B)(4).

Event description:
Patient has a prior stent implanted in the lad. It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified lad lesion. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During the procedure the lesion was pre-dilated and the resolute stent was advanced towards the target lesion. It was reported that resistance was encountered and the physician decided to pull the device out but further resistance was felt and eventually the physician decided to remove the whole system. It was reported that the device got caught and encountered resistance due to severe calcification and incomplete dilatation of the previously implanted non mdt stent. It was reported that the procedure was continued on another day following pre-dilation and using a non mdt device and was completed successfully. No adverse effect on the patient reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was noted to be displaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.